Manufacturer narrative:
This device's detection criteria were electrically re-programmed to mitigate the issue. To date, information suggests that this medical device remains actively in service. The investigation is now considered closed. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Additional information was received that this device was electively explanted for normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not provide needed therapy in response to the patient's ventricular tachycardia episode for a duration of five seconds. The patient was symptomatic as a result. The adverse patient symptoms were not specifically described at the time of this report.